Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has experienced bradycardia and tachycardia since generator replacement. Further follow-up revealed that the patient reported this to the physician's office; however, this was not confirmed it was reported that it was unknown whether or not the patient was experiencing the reported symptoms, but the physician's office knew the patient's mother wanted the lead replacement surgery moved up, which was not (MFR. Report #1644487-2016-00118). The office reported that these events may have been to create a sense of urgency with the physician. Attempts to obtain additional relevant information have been unsuccessful to date.